Event description:
A nurse reported that before surgery an ophthalmic microscope arm could not move up or down. The initial workaround was to adjust the patient bed height. There was no patient harm. Procedure details have not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).